Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Based in the provided x-ray evidence, it can be observed that bolt was fractured. Also, the breakage allegation on the adapter degree was confirmed. It can be determined that bolt got disassociated prior to fracture, subsequently leading into stress on the bolt/collar junction of the adapter. Fracture on both components may have been caused by the previous partially bolt disassociation of the component. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported to bfarm: "knee-tep left primary 2006 in segeberg, knee-tep change left in neustadt on (B)(6) 2014 because of loosening. Patient now comes to our emergency room with the radiologically confirmed diagnosis of a material fracture of the femoral stem extension on (B)(6) 2022. A trauma or triggering event is not remembered. Overall, since (B)(6) pain and a cracking when walking at the left knee joint. He had first presented to his family doctor. Analgesia with ibuprofen up to now. The patient is mobile on forearm crutches. Revision of knee-tep on (B)(6) 2022 in neustadt."